Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited fluctuating pacing thresholds. In addition, there was loss of capture and asystole greater than 2 seconds. This patient is dependent. The lead was then surgically abandoned and the existing pacemaker was changed out. Both products were successfully replaced. No additional adverse patient effects were reported.